Event description:
Patient was prepped for a spinal cord stimulator trial placement. Boston scientific rep (representative),(B)(4), was present in the procedure room. Dr. (B)(6) obtained access to the epidural space at l1-2 (lumbar spine) with no issues. Upon placement of the epidural lead dr. Rauther was met with resistance and she tried to pull the lead back out. At this point the end of the lead was fractured and a fragment was retained in the patient's epidural space. Dr. (B)(6) and the boston scientific rep performed a count of the leads - counting 14.5 where there should be 16. Meaning 1.5 lengths of the lead was retained in patient's epidural space. Dr. (B)(6) switched to a new scs (spinal cord stimulator) kit and successfully placed a new lead up to the top of t8 (thoracic spine). Dr. (B)(6) spoke with and referred patient to dr. (B)(6) with neurosurgery to have the fragment removed as soon as possible. The following day the patient called the clinic complaining of severe pain. Patient was brought in and scs lead was removed. Greg was present for the lead removal. Patient was told to go to ed (emergency department) if severe pain persists. Greg sent the fractured lead to boston scientific for examination. A copy of the report will be obtained once complete. Diagnosis for use: failed back surgical syndrome. Refer to additional documents in i2k.